Event description:
This complaint is being created as part of a further correction action, retrospective review for 'private label' product ((B)(4)). This complaint was received by (B)(6) on (B)(6) 2012 from (B)(6) for product 2 way standard sec foley catheter size 14x10. Customer complaining:" non deflation - it was impossible to deflate the balloon. After cutting the shaft, it was still impossible to deflate."

Manufacturer narrative:
This complaint was identified during our retrospective review on complaints from our facility in (B)(6). This is related to ((B)(4)). Based on info available, our medical determination is that this malfunction is serious: because sometimes, a surgical intervention is needed to remove a catheter whose balloon fails to deflate. Report to FDA on (B)(4) 2013.